Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found that the rinse water dispensing (volume/flow) was lower than the detergent dispensing. He adjusted the rinse water dispensing and detergent dispensing. He also checked the blank water level, performed a cell blank, and verified that the instrument was properly functioning. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable lithium result for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.90 mmol/l. The sample was repeated on another module, and the result was 0.279 mmol/l. The sample was repeated on the same module as the initial result, and the result was 0.27 mmol/l. The lower result was reported.